Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the self test for with charge/shock failures. There was no patient involvement.